Manufacturer narrative:
Following device return and completion of lab analysis, this event will be further updated.

Event description:
Boston scientific received information that this device was explanted following an implant duration of approximately two years. The physician questioned the rapid rate of battery decline and requested warranty reimbursement information. Details on warranty were communicated with no specific adverse patient effects reported.